Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Dried body fluid was noted in the helix lumen. This likely was introduced through the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Information was later received that this lead was explanted due to loss of capture.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Boston scientific crm received information that this right atrial lead exhibited no sensing and no threshold measurements. It was suspected that the lead had dislodged. As a result, a revision procedure was scheduled. No adverse patient effects have been noted.